Manufacturer narrative:
Date of the event is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient was having problems with the system that they had gotten, and stated that every time they call their doctor to set up an appointment, it is scheduled a month later and the patient had not been able to get in to see the doctor due to various reasons. Patient stated the system was not doing anything that it was designed to do. Patient noted that they had never seen the managing health care provider (hcp) since they were implanted. Patient tried to make adjustments to the therapy prior to the report but it is still not working. Patient confirmed that the therapy was on. Patient was redirected to the hcp to discuss therapy concerns. No symptoms were reported. Patient stated that they started to notice problems a week after the implant procedure but also mentioned that they were still having the same problem that they had since day one. Patient requested for the hcp listings but declined them because the closest hcps were in (B)(6), and stated they would contact their current managing hcp to get to see him. Patient noted they wanted this problem corrected. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0vhad serial# implanted: 2015-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the device was shocking them. They stated they had had this problem since the day they got it, but it had gotten worse and was going all the way down their leg. Patient mentioned this to their healthcare provider who sent the patient to some woman to calculate it and do the same thing they had already gotten for it. Patient mentioned they had called before regarding the device not doing what it was implanted for and stated this had continued. Patient mentioned the other day they leaned up against a metal sink and it gave them the shock of their life, they could not believe it went all the way across their body on the left side and when the patient was sitting they got a painful shock. Patient reported they had had a fall over a year prior, but the issue began prior to the fall and had gotten worse the past 6 months. Patient reported prior to calling they turned the ins off, but that didn't eliminate anything and because the therapy was off, the patient was urinating on themselves and couldn't hold it at all. The patient slowly started increasing the therapy a little at a time to the point where they weren't urinating themselves and it was set where they could at least get to the bathroom at the time of the report. Patient reported the changes in therapy were gradual. The patient also reported they had a bulging, like a blister where the lead was ever since implant. Patient was redirected to their healthcare provider to discuss the reported issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the system not doing anything started on (B)(6)2015. The cause was not determined and the patient didn't go see a doctor. It wasn't doing any good because it was not working right. The issue was not resolved.